Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Reportedly, customer's basal rate was set too high. Bg was addressed via glucose tablets. Additionally, customer worked with healthcare provider to adjust basal rate settings. The customer was instructed to consult with healthcare provider regarding bg level.